Event description:
It was noted at implant that the lead exhibited loss of capture when the patient coughed. The lead was repositioned and subsequent stability tests were fine. In 2009, there was no ventricular pacing. The patient was in complete heart block at 35 beats per minute. The lead was explanted and replaced.

Manufacturer narrative:
Na